Event description:
Procedure type: oral surgery. According to the reporter: during ligation of a branch vessel from main feeding artery; the surgeon positioned the device over the vessel and fired. The vessel was immediately transected creating profusion of bleeding. Two subsequent firings of the surgiclip were attempted which resulted in the same outcome. The 4th firing of the surgiclip successfully ligated the vessel and prevented further bleeding. The surgeon is unsure as to whether a clip was formed around the vessel on the first 3 firings. Due to the multiple transections of the vessel, there was insufficient vessel remaining to preserve the free flap. A second free flap was raised to complete the reconstruction. There was bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).